Event description:
1. Info received on the event indicates the device explant was prophylactic in response to a device notification letter that was mailed to physicians and the FDA for the marquis battery advisory. That letter was sent in 2/2005. Since then medtronic has received a rae for this issue (e2005007). 2. The info on the reported event was provided by the user facility. No additional info has been received on the event. 3. The device serial number is on the list of suspect devices for the advisory. The device has not been returned for analysis.

Event description:
Rapid battery depletion. If this happens rapid battery power loss and device will not work.